Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image is consistent with the reported complaint of teflon pad damage.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument's teflon pad fell off. No fragments were reported to fall into the patient. The customer used a spare instrument to continue with the surgery. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage that could have contributed to a fitting failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The insert fit snugly into the in-house golden instrument and did not become dislodged at any time during testing. The above-mentioned errors were not observed. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the harmonic insert was found to have blade damage at the tip of the blade. The curved blade was found indented. There were not any signs of corrosion that would have contributed to the blade damage. Components adjacent to the blade damage do not show damage. The complaint was not confirmed by failure analysis.